Event description:
It was reported that the patient measured a glucose value of 79 mg/dl, self-treated with glucose tablets despite being in range, and received education not to treat while in range; the patient had no device alerts or alarms and remained in range at the time of the call. Additional support by customer care agent was provided that included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction and user-initiated overtreatment while glucose was within range. No hypoglycemic symptoms reported. Outcomes included no injury, no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for hypoglycemia and that user education was appropriate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.